Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high capture thresholds due to dislodgement. Additionally, the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The physician elected to reprogram the lv lead output to reduce nerve stimulation and this rv lead is pending a repositioning procedure to resolve the event. At this time, the rv lead remains implanted and no adverse patient consequences were reported.